Event description:
Vascade device was entered into the left femoral sheath and upon removing the sheath the mechanism of the device that unsheathes the collagen broke and moved. This part of the device is not supposed to move until you unlock it. The user unlocked the device with no issues and replaced the device, finishing the procedure with no issues.